Event description:
During a laparoscopic cholecystectomy, the surgeon used the er420 to clip the cystic duct. Two or three clips were applied to an otherwise normal cystic duct, the subsequent clips would scissor around the duct. When dry fired, the clips would scissor. The device was from an ftr82 kit. An individually packaged er420 was pulled to complete the case. There was no consequence to the pt.